Manufacturer narrative:
Device passed displacement test; it failed self test returning a pump error 75. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on the back of the lcd screen. Unable to perform the prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the pump error 75. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. In addition to this, the s/n label located between the belt clip rails has rubbed off and become illegible, and the middle keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error. The customer's blood glucose level was 20 mmol/l. The customer also reported that there was crack over the back of the insulin pump. The insulin pump will be returned for analysis.